Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline breast prosthesis. The patient's doctor visibly observed right breast prosthesis deflation. As a result, the patient was scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 12/12/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White, red and yellow material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within a crease on the posterior aspect and continues thru the anterior aspect. Several creases were noticed on both views of the product. No other anomalies were discovered. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).